Manufacturer narrative:
The potential prosthesis wear reported in case (B)(4), cannot be confirmed from the provided information and the devices are not available for evaluation as they remain implanted.

Manufacturer narrative:
Section d10: concomitant medical products: - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). - lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(6)). - logic femoral ps cem left sz 5 (cat# 02-010-01-0250 / serial# (B)(6)). - logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(6)). - lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(6)). - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post ltka, the (B)(6) male patient visited the surgeon for a following for potential wear and loosening.